Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length, was being pre-op tested prior to an unknown procedure on an unknown date when it was reported, ¿was not used in surgery as surgeon pulled the tips off of the kittner and decided not to use the item.". There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one cd801 in opened original packaging. Lot number was verified. Performed a visual inspection, the white tip is not fully seated on the shaft. Performed a functional inspection, the white tip falls off from the blue tip. A root cause cannot be determined, however, based upon sme review, a possible cause is cracking of the blue insert. This is not a manufacturing deficiency. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of (B)(4) for this lot number and failure mode; however, one was confirmed. A two-year review of complaint history revealed there has been a total of 9 complaints, regarding 12 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised that a thorough understanding of the principles and techniques involved in laparoscopic laser and electrosurgical procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length, was being pre-op tested prior to an unknown procedure on an unknown date when it was reported, ¿was not used in surgery as surgeon pulled the tips off of the kittner and decided not to use the item.". There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.